Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The blood glucose level was high. No further information available.